Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was scheduled for explant due to device failure and the device being ineffective. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received noting that the explant did occur on (B)(6) 2025 and it was explanted due to the patient not finding benefit from vns and had difficulty tolerating stimulation. The patient then developed some gagging and vomiting that did not get better when the device was turned off. The patient elected to have it explanted as he felt it was contributing to the gagging and vomiting and did not receive benefit from it. The suspect device has not been received to date.